Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the handle was stuck in a mostly fired position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low rectal resection, when fired, the staple burst out. This resulted to manual suture repair, so expected anus preservation was not met and procedure was switched to miles' surgery. Medtronic's initial evaluation of the incident device found that the anvil was bowed, the button was disengaged, the knife blade was still advanced down most of the device, the knife and laminates were twisted, and the jaws had disengaged from the instrument body.